Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated and a suprarenal aortic extension. Upon follow-up computed tomography displayed that the aaa had an increase in size. Subsequently, the patient presented emergently and an angio revealed a proximal endoleak. Multiple views were taken, though no definite cause. Therefore, the physician elected to treat the patient with a suprarenal aortic extension and there was no evidence of a leak afterwards. The patient is in stable condition.